Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 0.5mg/ml hydromorphone at 0.05mg/day, and 350mcg/ml baclofen at 35.03mcg/day via an implantable infusion pump for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient was seen on (B)(6) 2017 and hydromorphone was added to the pump. It was stated the primary drug concentration did not change. The dose was programmed on baclofen at 350mcg/day instead on 35mcg/day. It was stated it ran at the faster rate for 30 minutes. No symptoms were reported. It was stated it would take about 4 days to dispense the baclofen only contents of the pump. No further complications were anticipated/reported.